Manufacturer narrative:
Visual, functional, material, and dimensional analysis could not be performed as the device was not returned because it remains in the patient. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per the mesa surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. Non-union may have contributed to the failure. However, as the devices were not available for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. The patient presented with lower back pain. Revision surgery will not be performed. This report represents the first of the two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two mesa polyaxial screws fractured post-operatively. The patient will not have revision surgery despite having pain. This report represents the first of the two screws.